Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned icy catheter (lot #194906). During the functional testing, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the bonding leak could be a latent defect in the bond. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The returned catheter was connected to a known-good suk during further functional testing and ran on the thermogard xp ivtm system. Running in max warming mode with a target temperature of 37°c for 60 minutes, no leak was observed. The returned catheter was also running in the max cooling mode with a target temperature of 35°c for 60 minutes. A bonding leak was observed at the proximal end of the medial balloon, confirming the reported problem. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #194906.

Event description:
An ivtm therapy was initiated for a 64-year-old male post-CPR patient (weight - 80 kg) using an icy catheter (lot #194906). The patient temperature at the start of ivtm therapy was 36.3°c, and the target temperature was 36.7°c at the max rate. The patient has reached the target temperature, and rewarming has been completed. After rewarming, the thermogard xp ivtm system generated an "air trap warning" alarm, and the saline bag was noted to be emptied. The customer suspected a catheter leak and removed the catheter. The dwell time of the catheter was 3 days. The stx vest was used to continue the fever management. No consequences or impacts on the patient. The alarm was cleared and the thermogard system was placed back on the floor for future clinical use.